Manufacturer narrative:
A sample device was not returned for analysis. The lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that after intraocular lenses (iol) are implanted, he sees glistenings within the iols. There is no harm indicated. Additional information was requested.